Event description:
It was reported via repair work order that the mattress could not adhere to the litter surface due to missing velcro piles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.